Event description:
The complainant alleged that during incoming inspection of the device there was no ECG signal on the display. The complainant indicated there was no pt involvement with this reported malfunction.